Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) of a clinical study indicated that the exact cause of the lead migration was not known, but it was indicated that some lead migration can occur after surgery until the lead scars down. The site stated that this did not cause any signs or symptoms, so there was not action to take. They routinely take x-rays prior to activations, so that they can activate the electrodes over the t9/10 disc space. There were no further complications reported as a result of this event.

Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-nov-2019, UDI#: (B)(4). Conclusion code belongs to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the lead migrated half a vertebral segment. Imaging was performed. No action was taken. Etiology indicated the relationship of the event to the device or therapy as not related, but possibly related to the implant procedure. There were no signs or symptoms. The outcome was resolved without sequelae on (B)(6) 2016. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.